Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level at the time of incident was 50 mg/dl. The customer had blood glucose level 126 mg/dl and 127 mg/dl. The customer reported that the pump received motor error and the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify operating currents and e70 alarm due to motor error alarms. Pump received with minor scratched lcd window, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.